Event description:
It was reported that when screwing the kalix implants the surgeon had a great difficulty to introduce the screwdriver into the central part when he tried to block the internal screwdriver in the groove, the screwdriver broke. The patient was under anesthesia. Surgery was prolonged significantly and a new surgery will be performed.